Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost weight. As a result, surgery may occur to revise the ipg site.

Manufacturer narrative:
Correction: the b5 narrative from the initial report should have mentioned that the surgery did occur.

Event description:
It was reported that the patient lost weight. As a result, surgery occurred to revise the ipg site. The ipg was explanted and replaced to address the issue.